Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no concomitant disease. Concurrent conditions included breast cancer recurrent. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced general physical health deterioration ("deterioration of general condition"), asthenia ("low energy") and sciatica ("sciatica"). The patient was treated with surgery (laparoscopic bilateral adnexectomy with coronectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, general physical health deterioration, asthenia and sciatica outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered asthenia, general physical health deterioration and sciatica to be related to essure. The reporter commented: essure reference and serial number unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Date sample received: 2020-10-29. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2020: quality safety evaluation of ptc. We received a complaint sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no concomitant disease. Concurrent conditions included breast cancer recurrent. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced general physical health deterioration ("deterioration of general condition"), asthenia ("low energy") and sciatica ("sciatica"). The patient was treated with surgery (laparoscopic bilateral adnexectomy with cornuectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, general physical health deterioration, asthenia and sciatica outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered asthenia, general physical health deterioration and sciatica to be related to essure. The reporter commented: essure reference and serial number unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced general physical health deterioration ("deterioration of general condition"), asthenia ("low energy") and sciatica ("sciatica"). The patient was treated with surgery (bilateral annexectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, general physical health deterioration, asthenia and sciatica outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered asthenia, general physical health deterioration and sciatica to be related to essure. The reporter commented: essure reference and serial number unknown. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.